Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon interrogation of the pacemaker, high pacing impedance, inadequate capture and r-wave amplitude variation were detected on the right ventricular lead. The pacemaker was reprogrammed to resolve the issue. The patient was in stable condition throughout.

Event description:
Related manufacturer reference number: 2017865-2022-08274. New information received notes that the patient presented to the clinic for a lead revision procedure. Upon interrogation pre-procedure, high pacing impedance and loss of capture was detected on the right ventricular (rv) lead and the pacemaker. The pacemaker was explanted and replaced. The rv lead was disconnected and reconnected to the newly implanted pacemaker on (B)(6) 2022. The patient was discharged without any complications.

Event description:
The lead pin was inserted too far in the device header.